Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. There were no any patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. There were no any patient complications reported.